Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - unknown. Establishment name: unknown. Phone number - unknown. Health professional: unknown. Occupation - unknown. Based on the results of our investigation the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Retention samples were confirmed free from defects that will lead to the complaint and passed related functional testing such as sheath activation and deactivation. In addition, simulation of safety sheath thru manual activation was successfully conducted and no tilted or bent cannula encountered similar to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. No nonconformity was noted on our records. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality wherein all samples passed. Lot history file showed no related nonconformity or irregularity that could lead to the complaint. We have proper instruction for usage of the sg3 safety needle including cautions, precautions and warnings fully addressed in the instruction for use (IFU) indicated in the leaflet. Terumo medical products (tmp) (importer) registration no. Mw5097488 is submitting this report on behalf of terumo (mw5097488) corporation (manufacturer) registration no. 3003902955.

Event description:
A maude database search conducted on 11/20/2020 found a maude report number mw5097488. The event description states: after administering the flu injection to a patient, the medical assistant closed the safety cap on the needle and the needle bowed out from the cap causing a potential for a finger poke. The medical assistant noticed, and the needle did not contact her skin. No patient injury was reported.